Event description:
Device was used during an esophagogastrectomy procedure involving one pt. Reportedly, an anastomotic leak was noted four days post-operatively., the pt was treated for mediastinitis without incident.